Event description:
A user facility reports that the intraocular lens was removed when the surgeon changed his mind regarding the lens diopter to use. Enlargement of the incision was required to accommodate removal and replacement of the lens. Additional info has been requested.